Event description:
It was reported that while delivering insulin the IV tubing was noted to be leaking around the sensor disc. The patient did not receive the appropriate amount of medication for about 1 hour. Adjustments were made to the infant's medication. There was no resultant patient complication.